Event description:
Received some burns and blistering from it [burns second degree]. Case narrative: this is a spontaneous report from a contactable other hcp reporting for patient. This is a report received from the us FDA. Regulatory authority report number is mw5080439. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, reported as thermacare heat wrap advanced neck pain therapy), device lot number s68533, expiration date 30may2020, topically from an unspecified date at an unknown frequency for shoulder pain. The patient medical history and concomitant medications were not reported. The patient put on a thermacare neck pain heat wrap to the right shoulder before heading out to work. The patient left on for about 3 hours and received some burns and blistering from it on (B)(6) 2018. The patient had used the heat wraps and never had them burn the skin. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. The device was available for evaluation. Assessment from us FDA: event report type: serious injury; event outcome: other serious (important medical event); other serious/important medical incident; burn. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "burns and blistering" after wearing a wrap . The cause of the "burns and blistering" is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] received some burns and blistering from it [burns second degree]. Case narrative:this is a spontaneous report from a contactable other hcp reporting for patient. This is a report received from the us FDA. Regulatory authority report number is mw(B)(4). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, reported as thermacare heat wrap advanced neck pain therapy), device lot number s68533, expiration date 30may2020, topically from an unspecified date at an unknown frequency for shoulder pain. The patient medical history and concomitant medications were not reported. The patient put on a thermacare neck pain heat wrap to the right shoulder before heading out to work. The patient left on for about 3 hours (further reported as 6 hours) and received some burns and blistering from it on (B)(6) 2018. The patient had used the heat wraps and never had them burn the skin. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. The device was available for evaluation. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "burns and blistering" after wearing a wrap . The cause of the "burns and blistering" is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Assessment from us FDA: event report type: serious injury; event outcome: other serious (important medical event); other serious/important medical incident; burn. Follow-up (30nov2018): new information received from product quality complaint included: investigational results. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "burns and blistering" after wearing a wrap. The cause of the "burns and blistering" is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Received some burns and blistering from it [burns second degree]. Case narrative:this is a spontaneous report from a contactable other hcp reporting for patient. This is a report received from the us FDA. Regulatory authority report number is mw5080439. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, reported as thermacare heat wrap advanced neck pain therapy), device lot number s68533, expiration date 30may2020, topically from an unspecified date at an unknown frequency for shoulder pain. The patient medical history and concomitant medications were not reported. The patient put on a thermacare neck pain heat wrap to the right shoulder before heading out to work. The patient left on for about 3 hours (further reported as 6 hours) and received some burns and blistering from it on (B)(6) 2018. The patient had used the heat wraps and never had them burn the skin. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. The device was available for evaluation. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "burns and blistering" after wearing a wrap . The cause of the "burns and blistering" is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Event report type was reported as serious injury; event outcome was reported as other serious (important medical event); other serious/important medical incident; burn. Follow-up (30nov2018): new information received from product quality complaint included: investigational results. No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: seriousness criteria medically significant was added for event "received some burns and blistering from it".